Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-26924 for details pertaining to the reportable related event (the first ins used). Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they just placed a lead and with the ins, c-0, c-1, c-2, and c3 were showing over 4,000 ohms. It was noted that motor testing was done with the lead only and good motor responses were seen at 0.7v; this included testing some of the pairs that were showing high impedances with the ins in place. For troubleshooting, they had already removed, wiped down, reinserted the lead, made sure it was clean, and that the blue tip was all the way in. "The" had also already run impedances at higher voltages and pulse width (pw) with no resolution. It was suggested that they test at higher voltage as medically appropriate. It was stated that they set up a program on the clinician programmer for motor response, and tested c-0 with no motor response at 2.2v. Further troubleshooting included running impedances at 1.0v and 300 pw, but the result was the same. It was then reported that while attempting to run impedances, they were only getting intermittent connection with the ins and programmer. It was noted that no imaging equipment was on in the room, the operating room lights were moved off of the ins, and there was nothing that would be a communication barrier to the ins in the pocket. The batteries in the programmer were changed with no resolution. The telemetry head was also covered with a towel to try and shield it from any interference, but the communication was still intermittent. It was noted that prior to the call there was no issue with telemetry. While troubleshooting, the healthcare provider decided that they wanted to replace the ins. Additional information was received from the manufacturer representative on (B)(6) 2018. It was reported that the battery was replaced but impedance errors continued with the same pattern. The lead was then replaced, and the impedance issues resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# unknown, implanted: (B)(6) 2018, product type: lead. Section 'device' information references the main component of the system and other applicable components are: product ID: 3889-28, lot# unknown, implanted: (B)(6) 2018, product type: lead. Analysis of lead model 3889-28, lot # unknown, showed no significant anomalies. It was noted that the device was subjected to a series of standard tests that included (but was limited to) visual inspection, output, and telemetry. Analysis showed that the conductors were stretched along with the distal end. However, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-26924 for details pertaining to the reportable related event (the first ins used): product ID 3058 lot# serial# (B)(4) implanted: explanted: product type implantable neurostimulator product ID 3889-28 lot# va1v9c5 serial# implanted: (B)(4) 2018 explanted: product type lead ubd: (B)(4)2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative: the cause of the high impedance was not determined, and the lead was to be returned for analysis. The cause of the intermittent communication with the first ins was also not determined. The intermittent communication was resolved by using the second ins, and th first ins was also going to be returned for analysis. No further patient complications are anticipated or expected as a result of this event.